Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an undefined amount of time. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Visual examination revealed the presence of damage to the cuff. A 2.81 mm tear was noted in the wall of the cuff 45mm from the distal tip of the tube. During performance testing, the device was noted to leak from the location of the damage. Our quality personnel determined the damage was caused during customer use.